Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory. Physio tested the device's defibrillation delivery and was unable to find any issues with this function. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the observed issue could not be determined.

Event description:
Physio-control was performing preventative maintenance on a customer's device and observed an event code logged in the device's memory. The event code logged in the device's memory is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.